Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed, it won't power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the power management board to address the reported problem. Failure analysis on the returned power management board shows that the shorted l2 and q11 on the power management pcba prevented the ventilator to power on.

Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that the shorted c8 on the air flow sensor pcba prevented the ventilator to power on.